Event description:
It was reported that a pt underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade of the device could not come out from the sheath though the surgeon grasped on the trigger. Another like device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.